Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. It is unknown when this alarm occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of a battery low alarm was confirmed via the alarm log. The cause of the reported condition was due to a damaged sensor board causing the batteries to not charge. No repairs were made, and the device was swapped. If any additional relevant information is received, a follow up MDR will be sent. Conclusion was selected because this is the most applicable to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.